Manufacturer narrative:
The account replaced the communication board to repair the bed.

Event description:
The account alleged that the bed exit alarmed at the bed, but did not alarm at the nursing station. The patient got out of the bed, but was not injured.